Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed incoming functional testing for sensitivity. However when the failure was re-ran, the device passed, the device was determined to have intermittent operation. It was also noted that the lower case was broken, and the upper case, bail cover and ring cover were contaminated. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.